Event description:
It was reported that the external pulse generator did not pass its atrial sense test. It was further reported that the generator would not power up. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was out of electrical specification high current drain caused component on main printed circuit board (pcb) to get hot. It could not be confirmed that the atrial sense test was not passing. It was noted that the upper case was broken and dented, the lower case and side bail covers were broken, the battery release and the battery drawer were contaminated, the ring cover and ring bail were missing, the battery contacts were compressed, and the keyboard was scratched. Further analysis was performed on the display module. This analysis confirmed the reported event caused by an internal short. (B)(4).